Event description:
Customer reported secondary IV tylenol infusion did not completely infuse. The nurse witnessed the secondary tylenol infusing prior to leaving the room. The nurse returned when the infusion completed and the glass tylenol bottle was 1/3 to 1/2 full. The customer reported this has happened multiple times since (B)(6) 2013. No pt harm or medical intervention occurred. Although requested, no add'l event or pt info provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. Customer confirmed that there were no sets saved.